Event description:
It was reported the pt's implants were removed on (B)(6) 2014 and antibiotic beads were put in place.

Manufacturer narrative:
This report will be amended when our investigation is complete.